Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was sensing external electromagnetic interference noise triggering noise reversion. No programming changes were completed. There were no patient consequences and will continue to be monitored.